Manufacturer narrative:
The subject device was evaluated. Evaluation noted the customer specified/reported issue of ¿connection pin damaged" was not confirmed. Furthermore, the following findings were noted: a comprehensive leakage check was completed prior to technical evaluation, and was noted the device was not leaking. During the repair process , the technician identified remnants of white crystallized contamination. The auxiliary/jet channel noted cloudy in appearance in comparison with air/water and aspiration channels. A small section of the auxiliary channel was removed to allow further investigation of the channel. A small channel cleaning brush (bw-400t) was used to clean the channel. The suspected contamination was removed from within the channel when brushed. White debris can be observed on and in front of the brush. After brushing, the channel appeared free of foreign debris. Once removed from the channel the debris could easily be crushed into a chalky powder. The white remnants believed to be a simethicone (infacol) type product within the auxiliary/jet channel. Service repair noted white crystallized contamination evident within the auxillary/jet channel was not highlighted (not reported by the customer ) however, the presence of this contamination highlights a customer handling and reprocessing issue. An intermediate repair is required to replace the contaminated channels and return the instrument to the original equipment manufacturer (OEM) specification. In a follow up communication , it was conveyed that "as this repair order is nothing to do with hygiene microbial investigation (hmi) nor patient infection, the customer is not willing to provide any information for the reprocessing practice to olympus". Additionally, it was noted that when this device came into the repair center for inspection, the customer did not provide any information regarding failure and/or issues on the reprocessing practice. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "connection pin damaged". No harm, no patient involvement was reported. No user injury reported. During device return evaluation, during repair process, when the device was opened, service repair noted contamination was evident in the jet channel (auxiliary j-channel ) of the device. This report is being submitted for foreign debris (contaminants) observed on the device auxiliary j-channel (device handling, reprocessing issue ). There is no patient infection associated on this reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the crystallized foreign material could not be further identified. It was speculated that it may have been a "simethicone" type of product, but this could not be tested for further determination. Information on the user facility's reprocessing steps could not be obtained - therefore, a further cause of the suggested phenomenon could not be presumed. Olympus will continue to monitor field performance for this device.